Manufacturer narrative:
The returned device was evaluated. A visual inspection was performed and the tip of the device was observed broken with no observed breaches in the sealed packaging. The rest of the product appeared to remain intact and undamaged. A definitive root cause was not identified.

Event description:
A customer returned an unused and unopened uropass, model 61254bx, device to olympus. The distal tip of the device is broken in the unopened package. There was no report of patient involvement and no patient harm or injury received by olympus.